Event description:
It was reported by sales rep that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that the vapr vue wireless footswitch device was not syncing to the generator. According to the report, it was tried to pair five times and replaced batteries but to no avail. During in-house engineering evaluation, it was determined that the device had broken inserts. There wer no patient consequence or time delay as this happened prior to the patient being in the room.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: visual: component damaged - housing. Broken inserts. Minor scratches on the unit. The device deemed non repairable and was being sent to long term hold due to broken inserts. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.